Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ix was locking up, and per the fse sap notes, it was indicated that the system was restarting every time a patient transfer was performed. There was no patient incident.